Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-mar-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving bupivacaine 3.236 mg/hr 25 mg/ml morphine 0.3236 mg/hr 2.5 mg/ml via an implantable pump. It was reported that the physician was unable to aspirate at the catheter access port (cap). The physician removed catheter from the pain pump and did not have cerebrospinal fluid (csf). There was also a moderate size ball of tissue around the pump segment. The physician cut catheter just above the collet where the spinal segment attaches. The physician placed new collet and pump segment. The patient reported that they were not getting adequate pain relief after the pain pump was replaced. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.